Manufacturer narrative:
Baxter received and evaluated the device. A visual inspection was performed and no abnormalities were found. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of "pump was not actively achieving positive flow" was not verified. The device was tested for flow and found able to infuse. Should additional relevant information become available, a supplemental report will be submitted. The device was not evaluated for upstream or downstream occlusion detection, and undetected occlusions are not recorded in the event history log (ehl) therefore evaluation could not verify the reported failure to alarm for an occlusion. A device history review revealed no issues that could have caused or contributed to the reported issue. The device is required to be tested for upstream and downstream occlusion detection as part of the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was involved in a patient incident where is the pump was not actively achieving positive flow during therapy (medication, programmed amount and delivery rate unknown). However no occlusion alarms went off. There was no known patient injury or medical intervention associated with this event. No additional information is available.